Event description:
It was reported that the cartridge was damaged at the cartridge tubing, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. Additionally, it was reported that a cartridge alarm occurred during the load sequence. Customer continued to use current pump. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 20 issue was verified, but the cartridge damaged issue could not be verified.